Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 an e-mail was received from a patient's (pt) family member reporting that "yesterday the pt cut his/her eye trying to put in his/her contact lens in." The pts family member reported that "the contacts you sold me had a ragged edge on the side." The family member also reported that the pt had "a serious eye treatment and has a right eye scar. Multiple attempts have been made to reach the pts reporting family member by telephone, e-mail and the family member was also sent a fed ex letter requesting a return call. Neither the pt nor the pts reporting family member have responded. The pts family member reported in the e-mail that the pt was wearing the acuvue advance plus contact lens. The lot number and the product availability are unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.